Event description:
The customer reported the system mixed up images. No patient or user injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. This report is one of (B)(4) records with the product code of izl being reported in retrospective summary report (B)(4). This report is one of 6 records with a "data mix" malfunction being reported in retrospective summary report (B)(4). This report is one of (B)(4) being reported in retrospective summary report (B)(4). These records are being reported late as a result of a retrospective review of the quality system. The majority of these reports indicate patient involvement.